Manufacturer narrative:
Philips service replaced the hard disk and restored the os and application. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system experienced a booting hangup, and the hdd was suspected and replaced on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.